Event description:
During an end-of-life pacemaker generator change, the ventricular lead showed poor testing and resistance that was infinite. It was capped and replaced in the pocket. It was replaced.